Manufacturer narrative:
Result of investigation: the reported customer issue was duplicated by the failure analysis lab (la lab). The ltv vent was tested and was found to be damaged. The exposure to the magnetic fields of the MRI machine caused the stepper motor to demagnetize and become non-functional. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.

Manufacturer narrative:
Result of investigation: service tech verified the reported problem. Connected a known good patient circuit and ac adapter.the unit was powered on and found that the unit was not blowing air due to the turbine.the unit alarmed hw (hardware) fault due to the fan and the flow valve. Replaced the turbine, fan and flow valve. Passed all tests. Root cause is determined. Root cause is the turbine, flow valve and fan. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire's failure analysis lab (fa lab) was able to duplicate the customers reported issue. The exposure to the magnetic fields of the MRI machine caused the turbine motor to demagnetize and become non-functional. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the lap top ventilator 1200 got sucked up into MRI machine. The customer confirmed that there was no patient harm associated with the reported event.